Manufacturer narrative:
The complaint is still open. Manufacturer is continuing to investigate.

Event description:
False positive hcg result on the clinitek status. Treatment for patient skin condition was delayed until it was confirmed that the urine test was negative. No unnecessary medical procedure was performed. There was no impact to patient health.